Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The devices were prepared per IFU. During implant it was noted that the device took on a deformed shape. The device was removed from the patient and inspected. It was observed that a small "rubber band" item was squeezing the lobe of the occluder. The device and delivery sheath were replaced with a new 25mm amplatzer amulet left atrial appendage occluder and unknown delivery sheath. There were no angulations or kinks noted in the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable. It was unknown where the rubber band came from. It was not noted during device preparation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that a small "rubber band" item was squeezing the lobe of the occluder. There were no angulations or kinks reported in the delivery sheath. The delivery sheath was returned to abbott and found to contain multiple kinks. The tip of sheath was detached and showed smooth fracture with low levels of plastic deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image from field appeared to show a band on the lobe of amulet, confirming the reported event. Cross functional teams at abbott reviewed the reported details and deemed the reported event of sheath tip detachment was related to a potential product quality issue. A CAPA (action 137720) was initiated, the reported event is under further investigation per internal procedures.